Event description:
The surgeon reported that while the patient was supported by the dual drive console (ddc), the top module had a flashing battery led, indicating that it had switched to ups battery power and then the ddc stopped, although the device was connected to an ac power source. The surgeon attempted to switch the patient to a back-up ddc, but was unable to obtain a fill signal and another ddc was used.

Manufacturer narrative:
The device was serviced on site by the manufacturer's technical services technician and the reported flashing battery led while connected to ac power was confirmed, however, there were no findings to suggest the console stopped. Evaluation of the device revealed loose console and power supply unit (psu) wiring. The console wiring was reseated and the power supply voltage adjusted which resolved the situation. The dual drive console instructions for use contain an entire section on what to do in case a back-up console is required (ref. Section 3.7, ddc IFU 14025.k). A review of the device history records showed the device was last serviced in july 2012 by thoratec personnel. No additional information is available. The manufacturer is closing its file on this event.